Manufacturer narrative:
In the current version of the cobas ampliprep instrument manual version 2.1 for use with the amplilink software, version 3.3 and 3.4 series under general cleaning, the following caution is provided: personal injury due to touching sharp edges. Be careful when wiping flaps or areas inside the instrument. Sharp edges can cause injury. The transfer arm and guide rail are only used to move the cobas ampliprep instrument transfer head during the run and therefore are not getting in contact with patient specimens. (B)(4).

Event description:
A field service engineer, located in (B)(6), got scratched on (B)(6) 2019 when cleaning the left y-transfer arm of the cobas ampliprep instrument during periodic maintenance. The cobas ampliprep instrument automates sample preparation for qualitative or quantitative nucleic acid testing. The fse took off their glove and flushed the wound with clean water, followed by 75% alcohol, and then sought medical attention. As the instrument is used at the site to perform (B)(6) virology testing, the treating physician ordered (B)(6) serology testing for the fse, which were (B)(6), and prescribed medication to prevent (B)(6) infection (B)(6). The fse did not report any harm as a consequence of the medication.